Event description:
The clinician reports the implant was inserted (B)(6) 2017 in ada 28. On 2023-10-30, loss of osseointegration was verified. Patient presented with bone type iii and fair oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, mobility, bleeding and inflammation. No further patient complications were reported.